Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: dec 16, 2003. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently undergoing investigation. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while setting up for a surgery prior to the patient coming into the room, it was noted the tip of the shaft that attaches to the drill on the large quick coupling was broken off. Another large quick coupling was available and was used for the procedure. The complained device was not yet inserted into the drill. The drill used was a competitor's device, not synthes manufactured. There was no patient involvement or delay to the procedure. This report is 1 of 1 for (B)(4).